Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Upon reviewing the device logs, stryker observed the device had experienced a watchdog reset. The watchdog reset is a well-established software error handling mechanism, used in various other technologies like automobiles. The goal is to serve as an intentional software safety mechanism to detect potential software anomalies and quickly return the device back to safe operating conditions without additional operator intervention to troubleshoot the issue. If a detected software anomaly occurs on the lifepak 35, the watchdog reset automatically initiates a "warm reboot" which will restart the device for no longer than 20 seconds while preserving the settings and mode that was last being used, minimizing interruption to the clinical workflow.

Event description:
The customer contacted stryker to report that their device powered off while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.